Manufacturer narrative:
(B) (4).

Event description:
It was confirmed through the event logs that the patient's pump had stalled due to an MRI or other medical procedure; the stall recovered. The length of time of the motor stall was not reported. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.